Manufacturer narrative:
(B)(6). The reporter occupation was not reported. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient remained hospitalized and the patient outcome was unknown. Action with dianeal therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The cause was reportedly due to an unspecified breach in aseptic technique. Dianeal therapy remains ongoing. At the time of this report, the patient had recovered. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.